Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The screws on the printed circuit board (pcb) extender were tightened. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 28, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported during a vitrectomy surgery, the laser had an error and the laser pedal was not available. They attempted to troubleshoot, but the system would not recognize the footswitch. The case was not completed. Additional information has been requested.